Manufacturer narrative:
Qn#(B)(4). Associated MDR#s: 3003898360-2023-00078 and 3003898360-2023-00214.

Event description:
Customer reported the vascular positioning system (vps) is not appropriately determining tip location. A blue bulls eye is received and after review of chest x-ray, it shows the catheter was not in the lower 1/3 of the superior vena cava (svc). It was reported the customer stated it happened three times. Patient information was not available at the time of this report.

Manufacturer narrative:
(B)(4). Associated MDR#s: 3003898360-2023-00078; 3003898360-2023-00213; and 3003898360-2023-00214. Vps g4 system with accessories was returned. A visual examination revealed the remote control exhibited normal wear while all other returned items were in acceptable condition with no obvious external defects or anomalies observed. It was reported "customer reported they had multiple cases where the vps is not appropriately determining tip location". The returned vps g4 console was assembled and a simulated procedure was performed. All steps in the simulated procedure were successful, indicating the returned console was performing as intended. A review of stored cases was not performed because no patient cases were stored on the returned console. The case procedure report was reviewed. The report shows a bbe was achieved and recorded at frame 3222. No information provided by the complainant supported the reported event "multiple cases where the vps is not appropriately determining tip location". The complainant provided procedure dataset (ID# 772430). A review revealed the system calibrated with the patient's external ECG signal and the doppler function was verified with the flush test with a strong sound. Throughout the case, there were good doppler and ECG signals and the symbols displayed throughout the case correlated to the presented doppler and ECG data. Vascular r & d concluded that based on the review of complaint data available the g4 system performed as expected. A device history record review performed on the vps g4 console did not reveal any manufacturing or servicing related issues. A probable cause for this event was not determined since no problem was found with the returned console, the reported event cannot be reproduced, and the information provided by the complainant does not support the reported event. No further action will be taken.

Event description:
Customer reported the vascular positioning system (vps) is not appropriately determining tip location. A blue bulls eye is received and after review of chest x-ray, it shows the catheter was not in the lower 1/3 of the superior vena cava (svc). It was reported the customer stated it happened three times. Patient information was not available at the time of this report.